Manufacturer narrative:
It was reported that, during an endo avf creation procedure, the guidewire broke off into the patient as the physician was attempting to access the patient's medial brachial vein. When the break was identified, the physician held onto the external part of the broken guidewire and was able to successfully retrieve the piece from the patient. No adverse patient impact occurred and there was no further medical intervention or follow-up care related to the incident. No sample was returned for evaluation. A root cause could not be determined at this time. Due to the reported need for medical intervention to retrieve the broken guidewire piece, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the guidewire component broke.